Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to insufficient disk space on the c drive. The technical support specialist resolved the issue by freeing up of space 9gb by following knowledge article clean winsxs folder to free disk space win10 devices only. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es there was low space on the c drive, causing issues for the user, who was unable to access patient profiles and medications on the machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.